Event description:
Due to an insufficient coupling of the floating mass transducer (fmt) a revision surgery took place. The device was explanted and the user was re-implanted with a new device during the same surgery.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Due to an insufficient coupling of the floating mass transducer fmt a revision surgery took place. While dissecting the surrounding soft tissue the conductor link was accidentally cut. The device was explanted and the user was re-implanted with a new device during the same surgery.

Manufacturer narrative:
Conclusion: device investigation only found damage on the conductive link between fmt and implant demodulator, as it appears typical for having been caused during some surgery. According to the patient report due to an insufficient mechanical device coupling to the incus a revision surgery was performed; while dissecting the surrounding soft tissue the conductor link was accidentally cut. The device was explanted and the user was re-implanted with a new device during the same surgery. This is a final report.